Event description:
Customer reports the omnipod looked like the outer shell had expanded and came apart because it was red. Customer stated he removed the pod but he was not bleeding, so he thinks its something inside the pod that is melted. The customer confirmed using aerosol sunscreen around the pod area, throughout the day and was at the beach, swimming in the ocean for several hours. The customer reported the darkened fluid appeared similar to blood, and questioned if the insulin became discolored due to the heat. The customer reported noticing his blood sugar wasn't matching what was displayed on his dexcom device, and once the pod was removed and replaced everything improved, issues were resolved. Insulet will review this case further upon receipt of new information as needed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported alleged thermal event of the pod, "melting". Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
Unable to determine relationship to res# (B)(4) due to no device identifier provided.